Event description:
The patient reportedly experienced a loss of lock between his external equipment and implanted device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. A decision was made by the patient's mother to not undergo explantation. The patient's device remains implanted.

Manufacturer narrative:
This is the final report.